Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v009893, implanted: (B)(6) 2007. Product type: lead: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension. (B)(4).

Event description:
It was reported the patient had an infection at the right lead incision site. It was stated the healthcare provider did a debridement about a year previous to this report. It was unclear if the infection resolved. The battery depleted normally and was replaced due to end of service on the date of this report. It was noted there was a scab at the right lead incision site and that "it still had not healed." Additional information has been requested, a follow up report will be sent if additional information is received. Refer to manufacturer report #3004209178-2013-04227. This report pertains to an infection in 2007 with the patient's previous implantable neurostimulator, but with the same lead and at the same location.

Manufacturer narrative:
(B)(4).